Event description:
The distributor reported that a customer reported an employee experienced redness and rash when using cidex plus without gloves. The employee saw a doctor and was treated with an unk treatment. The customer has discontinued using the product. The instructions for use and the material safety data sheet were reviewed with the distributor to note that gloves are required while using the product.